Event description:
I used biotene dry mouth wash last night and woke up to swollen gums and the inside of both lips and cheek. My tongue was fine. It's been 24 hours and it's still swollen to a degree. Is this product over the counter? Yes. Did the problem stop after the person reduced the dose or stopped taking or using the product? No. Date the person first started taking or using the product: (B)(6) 2019. Date the person stopped taking or using the product: (B)(6) 2019. I have dry mouth.